Manufacturer narrative:
Concomitant medical products: evolutr-26-us aortic valve, implanted (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos), resulting in the rhythm being seen as premature ventricular contractions and altering pace timing. The patient was reportedly dizzy and bradycardic while in cardiac rehabilitation and lead sensitivity was adjusted. Twos was later observed again and it was decided to conduct defibrillation threshold testing and reprogram the lead further if successful. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.